Event description:
It was reported by the customer that while in surgery, the device powered-down during pt use. A second device is kept in the room and was used immediately to successfully defibrillate the pt. The delay between the use of the first and second device was only seconds. It was indicated that there was no compromise to pt care and no adverse event as a result of the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that the memory was full of multiple error codes; however, the reported power failure could not be duplicated. The error codes were cleared and the software upgraded. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure could not be determined.